Event description:
The customer reported their unicel dxc 880i synchron access clinical system generated a "reagent syringe time out error", upon troubleshooting the customer found a leak from the reagent probe syringe and described the volume as a drop of fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The customer replaced the reagent probe syringe, however the leaking continued and a beckman field service engineer was dispatched.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed fluid leaking from the reagent probe syringe. The fse replaced the syringe pump drive assembly to resolve the issue, no further leaking was observed or instrument errors generated. The syringe pump drive assembly was returned to beckman coulter for further evaluation; testing reproduced and confirmed the fluid leak. (B)(4).